Event description:
After moving patient to a bed in the post-anesthesia care unit, surestep¿ foley tray system bardex® lubricath® temperature sensing foley catheter slid out of patient when nurse was moving foley bag. It was observed that the balloon was not inflated at the end of the case. The foley balloon was inflated at beginning of case because there was urine return. One of the circulating registered nurses (rns) checked the foley balloon to see if it had a leak. It was found that the balloon was intact but the injection port to inflate the balloon was leaking slowly.